Event description:
It was reported that syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material no.: 301027 batch no.: 9352352. It was reported there is debris either on or in the syringe.

Manufacturer narrative:
H6: investigation summary: two photos and one loose 5ml syringe were received and evaluated. It was observed there was black and brown embedded foreign matter particles present throughout the barrel. The particles appeared to be burnt plastic with multiple larger than level 3 in size, which was rejectable per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9352352 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material no.: 301027, batch no.: 9352352 it was reported there is debris either on or in the syringe.